Event description:
Possibility of dose calculation inaccuracy in iplan rt dose for primary jaws blocking the mlc field. During non-clinical tests with the iplan rt dose 3.0.1 treatment planning software, the user has made an observation which could potentially result in a pt irradiation with unintended overdose if iplan rt dose would be used clinically in the following way: if the treatment field is outlined only by the primary jaws of the linac while mlc aperture is set to 10x10 cm^2 square, iplan rt dose miscalculates the dose. The iplan rt dose software is not in clinical use in this hospital yet. There has been no pt or user injury, however, a risk to pt health could not be excluded.

Manufacturer narrative:
There has been no patient or user injury, however, a risk to pt health could not be excluded.summary of evaluation: this sw problem could be reproduced at brainlab using the same sw version of iplan rt dose as the initial reporter. Corrective and preventive action: product notification-existing customers with any version of iplan rt dose installed receive this product notification info dated april 20, 2007 (see attachment). The product notification is currently in the process of being distributed. The user manual iplan rt dose will be updated with the info inside the product notification. Planned availability is june, 2007. All existing iplan rt dose customers will receive the updated version of the user manual iplan rt dose when available. Future customers: the acceptance checklist iplan rt dose user training will be updated to ensure that the user is aware of this kind of problem no later than during the installation of iplan rt dose before release for pt treatment. Brainlab will release the new revision of this acceptance checklist by april 27, 2007.